Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The date of expiry is unavailable.

Event description:
It was reported that upon the use of the meniscal deployment gun the needle added to the gun became jammed and the gun was unable to deploy into the meniscus. Eventually the needle was removed but it seems the mechanism somehow became stuck in the gun preventing correct use. No harm to the patient. The disposable gun is currently being decontaminated; it will be sent for testing.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)-incomplete. The date of expiry is unavailable.

Event description:
It was reported that upon the use of the meniscal deployment gun the needle added to the gun became jammed and the gun was unable to deploy into the meniscus. Eventually the needle was removed but it seems the mechanism somehow became stuck in the gun preventing correct use. No harm to the patient. The disposable gun is currently being decontaminated; it will be sent for testing. The following update was sent via email on 08/17/2018 from the affiliate stating there was a resulting surgical delay of approximately 5 minutes. The procedure completed when another meniscul gun was opened and used successfully. Alternatives were readily available and no surgical intervention is planned.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A device history record (DHR) review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. Further, a review into the depuy mitek complaints system revealed two dissimilar complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened, and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).